Manufacturer narrative:
The review of the device history records and the traceability did not reveal any non-conformances to specifications or deviations in procedures that might have contributed to the reported event. The product was not returned to ldr medical yet. No visual and functional evaluation could be performed. Attempts have been made to obtain more information about this case. Investigation still in progress. Conclusion not yet available.

Event description:
Mobi-c p&f us: disassembled during insertion. The reporter reports that the peek completely disengaged from the implant on insertion. No delay in surgery. No information of the patient impact. The surgery was completed with another device. Additional information on december 27th, 2018: patient is fine, no injury sales order was provided. Correct lot number and reference are indicated. The peek came apart as the surgeon was inserting the depth stop adjustment was set initially at zero. The surgical technique was followed at the mobi-c loading on inserter (take care to stop threading as soon as full contact is achieved in order to avoid premature opening of the peek cartridge and releasing the implant). The disc space was under distraction. The surgeon did not encounter resistance while inserting prosthesis. Not any more than normal. Prosthesis have not been inserted with an angle. Np rotational move was done while inserting prosthesis. No difference in surgical steps between the first and the second implant was noticed. Standard protocol was followed no images. The surgeon did not use the mobi-c no touch level. The surgeon used the mobi-c distraction forceps.

Manufacturer narrative:
Failures of this nature have been attributed to increased forces experienced by the implant from surrounding tissues due to clinicians performing lateral/rotational movement while inserting into the disk space, incorrect sizing of the implant, inadequate distraction, and/or inadequate preparation of the of the disc space. The surgeons state they followed surgical technique and avoided these potential causes. The cause cannot be conclusively determined with the given information. There are no indications of manufacturing issues which would have contributed to this even.

Event description:
It was reported that during surgery, upon introduction into the disc space, the mobi-c implant dislodged from the inserter prematurely and disassembled. There was no reported patient harm or additional impact to surgery.